Event description:
It was reported that bd insyte autoguard difficult needle retraction. The following information was provided by the initial reporter: the incident occurred on (B)(6) 2024 but was not reported to supply chain until this week. The nurse reported that when the button was pressed, the needle only partially retracted and got stuck inside the catheter that was already inside the vein. The nurse clicked the button 4-5 times before the needle retracted completely. Neither the patient nor colleague was injured.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history review was conducted for the reported lot numbers. Our records show that this is the only instance of this issue occurring in each of these production batches. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was not be provided for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended.